Event description:
A reported incident involving secondary set, secure lock, with IV set hanger, 34 inch they have items with particulate matter in the drip chamber. It occurred upon removal from the package. There was no patient involvement and harm.

Manufacturer narrative:
The device is available for evaluation; however, it has not been received.